Event description:
This report addresses the issue of use error- reuse of supplies. The customer contacted baxter's technical service center to report a check lines and bags alarm while on the home choice (hc) device during fill. The nurse took the heater bag off and replaced it with another bag; however, it still did not finish the fill. The baxter technical representative (tsr) explained that it was not the correct thing to do. The rn will callback if there was any alarm. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance(ps) spoke with the registered nurse(rn) regarding the reported issue. The rn stated that she was not sure what caused the alarm. The rn stated they continued therapy after starting over with all new supplies. The rn had discarded the used supplies and did not have lot number. The rn is now aware of proper procedures regarding disconnection and not to reuse supplies.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown. There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint was confirmed because it was reported that during troubleshooting of an alarm situation the patient switched only the heater bag and reused the rest of the single-use supplies. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.